Event description:
The customer observed a false positive alinity I total b-hcg result for one patient that didn¿t match clinical presentation. The following data was provided: (B)(6) 2024 sid (B)(6). Initial result = 69.16 miu/ml (positive) the initial result was reported out of the laboratory and questioned by the physician. A new sample was collected: sid (B)(6) initial result was <1.10 miu/ml (negative) the original sample was recentrifuged and repeated twice and generated negative results of <1.10 miu/ml. No impact to patient management was reported.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. The field service representative (fsr) inspected the instrument and discovered debris in the trigger on board reservoir, trigger. The fsr cleaned the on board reservoir, trigger which resolved the issue. Return testing was not completed as returns were not available. An instrument service history review revealed no subsequent issues have been reported related to false positive total b-hcg results for (B)(6). Review of tracking and trending for the on board reservoir, trigger did not identify any trends. A review of tracking and trending for the alinity I did not identify any trends for the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity I processing module for serial ai24314 or the on board reservoir, trigger was identified.